Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Result performed at the time of the call was 45mg/dl. Results in memory as follows: (B)(6) 2013 at 7:40a 52mg/dl, (B)(6) 2013 at 7:35a 52mg/dl, (B)(6) 2013 at 7:30a 50mg/dl, (B)(6) 2013 at 1:32a 49mg/dl. Caller states his glucose is normally 90mg/dl - 100 mg/dl. No adverse event reported.